Event description:
It was reported that the patient presented for an implant procedure. It was noted that the stylet failed to be advanced on the right atrial lead and the helix failed to extend. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of a helix mechanism issue and a stylet insertion issue were confirmed. As received, a complete lead was returned for analysis. X-ray examination of the lead noted the inner coil was over torqued consistent with procedural damage. X-ray of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported events was isolated to the blood / tissue in the helix region and the over torqued inner coil.